Event description:
The patient reported that she forgot how to use her patient programmer and wanted to change the program and her site was infected. The patient wanted to change to another program because the one she was on did not work and she wanted to have something until she sees the hcp (healthcare provider). The patient called the hcp this morning and was waiting for a call back. The hcp told the patient, she would have to adjust the program to see which was going to work the best. The patient had the implantable neurostimulator (ins) for bladder pain. The patient thought the site was infected: started during the night and this morning, redness at implant site, pain to touch the implant site, hardness and hurting, lowgrade fever. At another point in the call, the patient said horrible pain for 2-3 days but was not clear if it was bladder pain or implant site pain or both. The patient tried program 1 from (B)(6) 2015 until she changed to program 2 on (B)(6) and it was better for pain but she went to the bathroom more often. Patient services worked with the patient to carefully place antenna, check what program she was currently set and see other settings. The patient reported being on program 2 at 0.8. The patient said she had tried program 1. The patient also had program 3 at 0.0 and program 4 at 0.0. While working with the patient programmer, the patient got poor communication ,changed the batteries and that resolved the issue. Patient services helped the patient activate program 3 and increase up to 1.6. The patient said her hcp wanted her to try each program for a week to 10 days. Patient services asked if she felt stim differently than before? The patient said yes a little higher and a little more to the left. It was noted interstim therapy guide. Dvd and symptom diary, the patient never received. During the call, the patient said she has to go to the bathroom so bad it was interfering with everything. The patient took a break from the call to go to the bathroom. No outcome was reported regarding this.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qafg, implanted: (B)(6) 2015, product type: lead. (B)(4).